Event description:
The customer reported a patient specimen tube top came off and spilled contents during cycling involving coulter lh 750 hematology analyzer. The fluid was contained within the unit. Patient results were not generated during the incident. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the incident. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. The customer removed the cassette and cleaned the rockerbed and the area below with disinfecting wipes. The unit was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone and did not question system performance. (B)(4).